Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the missing needle tip was ultimately not found. This event did not cause harm to the patient. The patient has been discharged smoothly currently. No subsequent adverse event reports have been received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. -the surgery time was extended (specific extension time unknown), and x-ray was taken post-op to search for the missing part of the needle. - was there any additional tissue damage as a result of searching for the needle piece(s)? -please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a repair of atrial septal defect procedure on (B)(6) 2025 and suture was used. During the procedure, the surgeon used suture to sew the right atrium during the surgery. When the suture was finished and returned to the hand washing nurse, it was immediately found to have a 2mm needle tip defect, and immediately searched in vivo and in vitro, but was unsuccessful. After the surgery, the radiology department took an x-ray and there were no residues in the body. The patient then left the room. No adverse patient consequences were reported. Additional information was requested.